Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed as a result of the customer using excessive force when going through the fill process. Customer's blood glucose level was between 54-350 mg/dl. Reportedly, the customer was able to resolve the issue.